Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he was hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 276 mg/dl at the time of the incident. The customer's blood glucose was 385 mg/dl at the time of call. The customer's blood glucose was 366 mg/dl at the end of call. The customer declined to troubleshoot for air bubbles, leaks, insulin issues and site issues and settings. The customer performed high pressure test and the insulin pump passed. The insulin pump will not be returned for analysis.